Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (429 mg/dl). The customer reported that high bg seems to be occurring on the third day of the supply use. A correction bolus was delivered to address the high bg. As the events had occurred in the past, tandem customer technical support (cts) was unable to troubleshoot to determine a possible cause of the events. Cts advised the customer to discuss the high bgs with a healthcare provider.